Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt has experienced mesh erosion, scarring, vaginal bleeding, pelvic pain, dyspareunia, and urinary incontinence. On (B)(6) 2006, the pt had an excision of eroded mesh and reapproximation of vaginal mucosa. The pt has undergone corrective surgeries.

Manufacturer narrative:
(B)(4).